Manufacturer narrative:
The customer reported that a monitored tele box bed will delete patient's info and discharges patient automatically approximately after 30 minutes or so. According to the customer, before the 30 minutes or so, the system behaves normally with no noted issues. When technical service (ts) contacted the customer, the customer stated that the system was currently working as expected and the nursing staff was hesitant to do anything to the system that might cause more issues for the cns. The customer will call back if issue returns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: 04/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 04/13/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 04/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 04/13/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 04/08/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 04/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: 04/13/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported that their central nursing station (cns) is discharging patient automatically after approximately 30 minutes or so.

Manufacturer narrative:
Details of complaint: the customer reported that the central nursing station (cns) was discharging patients automatically after approximately 30 minutes. When nihon kohden technical support (nk ts) contacted the customer, the customer stated that the system was currently working as expected and the nursing staff was hesitant to do anything to the system that might cause more issues for the cns. No patient harm or injury was reported. Investigation summary: a definitive root cause cannot be determined, as the issue is user dependent, the device was not returned for evaluation, and the customer initially did not want to troubleshoot the issue further. However, based on the reported information, and a similar complaint, which occurred later, the system was currently working normally. The issue re-occurred on 01/18/2023, (under ticket# (B)(4), further troubleshooting was completed. Under ticket # (B)(4), our nk ts technician had the customer check to see if there are any duplicate bed names and he did not find any. So, our nk ts technician advised the customer to reboot the cns and rns to see if that would stop the random discharges. The customer rebooted the devices and indicated that there were no further issues with the systems. Based on the available information, it is possible that the issue was due to a user related error, or an intermittent network connectivity and/or software related issue.

Event description:
The customer reported that the central nursing station (cns) was discharging patients automatically after approximally 30 minutes.